Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-jul-2023, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had back surgery last tuesday ((B)(6) 2019) near the implanted device and, since then, their symptoms have returned and had gotten worse. It was noted that both the healthcare professional (hcp) office and manufacturer¿s representative suspected something went wrong with the ¿wires or something.¿ the patient stated that they saw the representative yesterday ((B)(6) 2019) and was told to check the program on the (B)(6) but they did not have their equipment with them. It was recommended that the patient consult with their hcp for the issue. There were no further complications reported or anticipated.